Manufacturer narrative:
This is being filed as unconfirmed eye infection. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date, there is no confirmation of the treatment or outcome of the treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
Pt reports she had severe infection. She was prescribed eye drops, antibiotics, steroid drops and had to visit eye doctor several times. She does not have the lenses, they were thrown out. An attempt to follow up with the ecp was made with no reply to date.